Manufacturer narrative:
Because the concentric retriever lx device was not returned to concentric medical, a device investigation could not be performed. The manufacturing records fo concentric retriever lx devices lot number 31681, 317, 31820 and 31855, were reviewed and no anomalies were found that are related to this complaint. The pt subsequently died as a result of the stroke. The death was not associated with the concentric retriever lx tip fracture or attempts to retrieve the detached tip. The family refused to allow an autopsy to be performed.

Event description:
The physician deployed the concentric retriever lx and the device captured the clot, but could not move the clot which seemed very hard and firmly seated in the artery. During withdrawal, the retriever became "stuck". The physician was imparting a great deal of force on the retriever and he knew that he would either fracture the device or dissect the vessel. The physician was unable to resheath the retriever or disengage the retriever from the thrombus. The physician released the couter-clockwise rotations and the tip of the retriever fractured. The physician made several attempts to retrieve the fractured tip using various retrieval devices, but was unsucessful. The pt did not experience any adverse health effects/clinical sequelae directly associated with the concentric retriever tip fracture or attempts to retrieve the detached distal tip.